Event description:
Cuts the tube before they are able to apply the ring.

Manufacturer narrative:
Pursuant to the acquisition of acmi corporation by gyrus group plc, the decision making criteria for filing mdrs has been re-assessed and modified. A review of all complaints received post-acquisition was conducted. As a result of that review, this report has been determined to meet the revised criteria and is being filed with the agency at this time. Acmi evaluation of the returned instrument revealed that the forceps tongs were severely misaligned and that both inner and outer forceps tubes (ID and od) were nicked. The fallopian tube was most likely up against the nicks during the time the instrument was retracted and just prior to the application of the ring. Customer misuse through improper handling has been assigned as the root cause as the product manual calls out specific inspections before use for misaligned tongs as well as tube defects. The age of this instrument cannot be determined, but recent repair data suggests it has been under extreme use over the past year.